Event description:
Additional information was received from the healthcare provider (hcp) on 2026-feb-05. The hcp reported that the cause of the therapy not helping the patient and the ins being "hypermobile" requiring revision was unknown. They reported that the patient had not been seen in (B)(6) 2023. They reported it was unknown if the issue had been resolved. They provided a medical chart in which it was reported that the patient underwent the implant in (B)(6) 2023. They had issues with pocket site pain due to a mispositioned ins. They had a pocket revision with repositioning of the existing hardware on (B)(6) 2023. The patient reported that they had scant leaking from the incision with mild incisional tenderness as expected with a pocket site revision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. Patient reported the therapy never really worked for them, then went on to say it worked for a little while in the very beginning, but then it stopped working for them. Patient stated the therapy was causing them to have back pain and that the battery was "hypermobile." About 4 months after implant, patient said the managing healthcare provider (hcp) did a pocket revision because they said it felt like they were "sitting on a golf ball." Patient said the revision was very painful and, ultimately, the battery remained in the same area which patient described as "smack in the middle" of the "right butt cheek."